Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant. The battery monitoring voltage was found to have been 2.95. The caller was not certain if the device was interrogated with radiofrequency and left in storage mode or not. The device will be returned for analysis.